Manufacturer narrative:
On (B)(6) 2024, on a 3dimensions system with serial number (B)(6), a customer observed that the c-arm moved to 195 degrees by itself when obtaining oblique angle images. The c-arm then rotated to 180 degrees and would not return to 0 degrees for the customer. While this occurred during a patient exam/procedure, there was no alleged health consequence or impact to the patient or user. A field service engineer (fse) investigated the system on march 12th, 2024, and could not locate the log files. The fse ran an stx calibration and quality assurance standard (qas) test with no observed issues. The fse also checked the hardware for defects and found no issue. No parts were replaced or returned, so no initial evaluation could be performed. The control inserts were 1945 days old at the time of replacement. Because no parts or logs were provided, the investigation is limited. A complaint history review was performed to identify if this issue reoccurred. For this system, there was another incident of uncommanded/uncontrolled c-arm motion on (B)(6) 2024. In that event, the customer found that the c-arm rotated to 180 degrees (upside-down) without user input. No one was in the room. A fse investigated the system and found a stuck switch error. After replacing the control inserts, the behavior did not reoccur on this system. These control inserts were returned in the subsequent complaint for this issue. Investigation of the returned control inserts confirmed the cause of the uncommanded motion was due to wear and a broken slide/rock mount. The root cause of the broken slide/rock mount is being investigated. Conclusion: a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: system product code: 3dm-sys-std. Serial number: (B)(6). System manufacture date: 11/13/2018. System installation date: 11/19/2018. Unique device identified (UDI): (B)(4). A review of the complaint history for (B)(6) showed no prior complaints for uncommanded c arm rotation. Additionally, the complaint review identified the failing control inserts were original to the system; therefore, the DHR was reviewed. There were no discrepancies related to the control inserts.

Event description:
It was reported that during a selenia dimensions procedure, when trying to do the obliques, the machine turns 195 degrees on its own. A field engineer examined the equipment and found that it was due to a software error. The field engineer ran qas and stx to verify calibration and positioning. Checked hardware for any defects. Verified the system passes all required tests and checks. The system is functioning to manufacturer specifications. No patient or staff injury reported. No other information available.